Manufacturer narrative:
Auto-reducing issue was resolved with programming and surgical intervention was not taken on the abbott system. This device is no longer reportable.

Event description:
Additional information indicates the auto-reducing issue was resolved with programming and surgical intervention was not taken on the abbott system. This device is no longer reportable.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number:1627487-2020-01079. It was reported the patient was experiencing ineffective therapy due to high impedances. As a result, surgical intervention may be undertaken at a later date.